Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was chipped and the battery cap was not able to be properly secured to the pump. Reportedly, there was corrosion in the pump and the pump had recently been in water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of unexplained power reboot. Investigation found that the battery compartment was cracked at the threads area. As a result, the cap was unable to tighten properly onto the pump and power loss was duplicated. Evidence of moisture intrusion was observed in the battery compartment as well as under the battery cap. Using a test battery cap, the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. A leak test showed a leak where the crack was located. When the pump casing was opened, additional moisture contamination was found in the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.